Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Initial reporter facility name: (B)(6) hospital. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during a procedure performed on an unknown date. Normally, the stent barb cover is recovered without being inserted into the endoscope. On (B)(6) 2019, during the next procedure for another patient the same scope was used. However, upon inserting a tamdem catheter into the working channel of the scope, the physician noticed that the stent barb cover had remained stuck inside the scope channel from the previous procedure. The stent barb cover was removed form the scope without falling into the patient. The procedure was completed with no patient complications reported as a result of this event.